Manufacturer narrative:
Correction information: g6: follow up #01. Additional information: d9. Yes. Reviewed on-site. H3: yes. Reviewed on-site. H6 continued: international medical device regulators forum (imdrf) adverse event reporting. Type of investigation: 10 testing of actual/suspected device. Investigation findings: 213 no device problem found. Investigation conclusions: 4315 cause not established. Summary: having checked the endoscope, the endoscope worked well with no defect therefore the root cause of the users experience is unknown. There was no reported harm. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
(B)(4).

Event description:
The reported complaint of "during the inspection, it appeared the black out. Considering the connection defect of the monitor port, the monitor become normal after re-connect the monitor. Then the doctor re-do the inspection. This caused throat pain and affected the patient feeling" involving pentax epk-1000 processor did cause patient throat pain due to the procedure being repeated, the user subsequently notified (B)(6). Since, there was an injury associated with this event its considered FDA reportable. No additional information was provided. On 09mar2021, a device history record (DHR) review for model epk-1000, serial number (B)(4) was performed. The DHR review confirmed the processor was manufactured on 24-mar-2016 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed.